Manufacturer narrative:
UDI: gtin unavailable, product made prior to compliance date; (10)cvdbmw upon completion of the investigation a follow up report will be filed.

Event description:
Patient with a history of hydrocephalus and secondary headache, whom on the (B)(6) performed a ventricular-peritoneal shunt valve hakim implant. At the day 5 september she consulted for headache more or less than 24 hours of evolution, which has worsened in the last few hours. The doctor checked the valve hakim which showed that is dysfunctional because when palpating the valve it is depressed is collapse and expand delayed; also it takes slow filling. The medical board defined that is necessary to be performed valve replacement. It is important to note that on (B)(6) the patient placed another hakim valve, which presented the same problem and needed its change on the (B)(6). Thus, is was reported that the patient did two implant so far: first on (B)(6) 2016. Second on (B)(6) 2016. As two events happened with this same patient, two complaints are being entered. This is the second one, related to the implant date of (B)(6) 2016. At this moment we haven't received the code and lot information of this valve. As soon as we receive it, this complaint will be updated. Please refer to (B)(4) for the other complaint related to this patient. Per affiliate: please verify the original implant and explant date for the second event described. Answer: implant date: (B)(6) 2016 ; explantation date: (B)(6) 2016. The code and lot of this first implant is: cvdbmw; (B)(4). Were there any adverse consequences to the patient in addition to the valve being explanted? Answer: there was no adverse consequences on the patient.

Manufacturer narrative:
Updated UDI -- (B)(4). Corrected fields -- device available for evaluation?, additional MFR narrative. Additional information -- date received by MFR, type of reports, if follow-up, what type?, device manufacture date, evaluation codes, additional MFR narrative. It was initially reported that the device would be returned for evaluation. It was later communicated that the sample would not be provided. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released to stock. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.